Event description:
It was reported that device does not turn on. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review will not add value to this investigation as this is a known design issue addressed in an internal corrective and preventative action. This was not reported as an out of box failure. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a broken connection between power switch and printed circuit board (pcb), wear and tear damaged enclosure, front cover, tank cover, and line cord. Functional testing found the power switch and pcb became disconnected from repetitive use. The root cause of the reported issue was found to be a design issue. Upgraded the pcb and power switch; device powered on and passed all functional testing. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.